Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 117 mg/dl, 359 mg/dl and 50 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Meter (B)(4) was returned and investigated with retained test strips. The complaint is not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The complaint is not confirmed. Meter serial number has been updated to reflect the returned meter.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 117 mg/dl, 359 mg/dl and 50 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the ''c'' zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.